Manufacturer narrative:
The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 7/13/2023, it was reported by a sales representative via email that an ar-1934pst-2 peek suturetak suture broke, and the anchor pulled out during tensioning. This was discovered during a proximal hamstring procedure on (B)(6) 2023. Case completed using ar-1934pst-2. Delay less than 15 minutes.